Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: lap chole. Event description: I observed a lap cholecystectomy case with the surgeon this morning and observed first-hand the issue with the clip applier. The clip applier is loading a clip, then firing, then when the surgeon squeezes the handle again there is no clip. Then he squeezed again, no clip. Then he squeezes again and a clip appeared. The clips are loading properly when visible; however, they¿re not loading every time the handle is squeezed. We saved the clip and packaging from this procedure this morning. The surgeon performed one more lap cholecystectomy and the same lot # was used but the clip loaded and fired perfectly normal. He fired 10 clips with no issues. The clip kits for this surgeon, dr. [Name], are product code k2925. The materials manager, [name], is returning both the clip from today and the clip from 10/2 in the same box with the ups label and rga label that were provided. These clips both had the same issue but are different lot #s. One scrub tech let me know that another surgeon experienced the same issue, but they just assumed it was a fluke thing. I checked the clip kits for this second surgeon, dr. [Name], product code k2927 and the lot #s on the clip appliers are different than the ones in clip kit k2925. I don¿t have a lot # for this case, the staff didn¿t save the product. I also want to observe a case with this surgeon. Additional information provided by an applied medical representative on 10oct2025 via email: patient was not affected, status is good. The clip applier was used to complete the case. The clip was inserted through ctr03 and ctr33. Yes, the clip was visible and properly seated. No, the clip was not loaded prior to insertion/removal tough trocar. No, the clip was not manually removed. The clips that loaded into the jaws were fired on the vessel. The clips that did not load into the jaws were not fired. There were no clips removed from the jaws. Intervention: the clip applier was used to complete the case. Patient status: patient was not affected, status is good.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap chole. Event description: I observed a lap cholecystectomy case with the surgeon this morning and observed first-hand the issue with the clip applier. The clip applier is loading a clip, then firing, then when the surgeon squeezes the handle again there is no clip. Then he squeezed again, no clip. Then he squeezes again and a clip appeared. The clips are loading properly when visible; however, they¿re not loading every time the handle is squeezed. We saved the clip and packaging from this procedure this morning. The surgeon performed one more lap cholecystectomy and the same lot # was used but the clip loaded and fired perfectly normal. He fired 10 clips with no issues. The clip kits for this surgeon, dr. [Name], are product code k2925. The materials manager, [name], is returning both the clip from today and the clip from (B)(6) in the same box with the ups label and rga label that were provided. These clips both had the same issue but are different lot #s. One scrub tech let me know that another surgeon experienced the same issue, but they just assumed it was a fluke thing. I checked the clip kits for this second surgeon, dr. [Name], product code k2927 and the lot #s on the clip appliers are different than the ones in clip kit k2925. I don¿t have a lot # for this case, the staff didn¿t save the product. I also want to observe a case with this surgeon. How should I proceed in this scenario? This facility has 7 units of single ca500 on the shelf (that is not in the kits- lot #1554437, this was the lot affected by the procedure on (B)(6)). I advised the facility to order more ca500 units in case we need to remove these 7 units from the shelf. I will wait to hear back with how to proceed. Additional information provided by an applied medical representative on (B)(6) 2025 via email: patient was not affected, status is good. The clip applier was used to complete the case. The clip was inserted through ctr03 and ctr33. Yes, the clip was visible and properly seated. No, the clip was not loaded prior to insertion/removal tough trocar. No, the clip was not manually removed. The clips that loaded into the jaws were fired on the vessel. The clips that did not load into the jaws were not fired. There were no clips removed from the jaws. Intervention: the clip applier was used to complete the case. Patient status: patient was not affected, status is good.